Manufacturer narrative:
Other relevant device(s) are: product ID: 8781, lot/serial# (B)(4), implanted: (B)(6) 2016, product type: catheter; ubd: 16-aug-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient receiving 2.5 mg/ml of bupivacaine at 0.41 mg/day and 185.9 mcg/ml of dilaudid at 30.88 mcg/day via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported the patient has had volume discrepancies. The actual residual volume (arv) was greater than the expected residual volume (erv). The volumes were unknown. A dye study was being done on (B)(6) 2019 to check catheter patency. It was unknown if the patient has had any symptoms. The event date was provided as (B)(6) 2019; however, it was indicated the dates of the previous volume discrepancies were unclear. No further complications were reported or anticipated. Additional information was received from the manufacturing representative (rep). The rep reported the office staff reported the volume discrepancy to them on (B)(6) 2019. It was indicated the volume discrepancy issue began at the last refill appointment. The date was not provided. Regarding the results of the dye study, it was indicated a kink was identified in the catheter. Regarding the cause of the volume discrepancy, it was reported the kink had caused the volume discrepancy. It was reported the catheter would be replaced.